Event description:
Pt treated with portrait psr3 believed, she developed an infection under each eye and went to her local emergency room for treatment. Erythromycin was prescribed. The pt was seen on four days later, and the "infection" apparently cleared up.

Manufacturer narrative:
No culture was taken of the infection. The medical staff at the physician's office saw the pt after she went to the ER and did not believe, she had an infection.